Manufacturer narrative:
Unit has not yet been returned to manufacturer for evaluation. Follow-up will be issued as necessary based upon investigation results.

Event description:
It was reported by the customer that the on/off switch started smoking as soon as the unit was plugged in. No patient involvement or adverse consequences reported.